Event description:
It was reported that after a percutaneous transluminal angioplasty of a peripheral vessel, arteriotomy closure of the common femoral artery was attempted using a perclose proglide device. Reportedly, during device placement in the vessel, blood flow from the device marker lumen was minimal. The device was removed over a guide wire and a second proglide device was attempted. During suture retrieval of the second proglide device, when the needle plunger was retracted, no suture was present. The second proglide device was removed and manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The other perclose proglide device is being filed under a separate medwatch MFR number. Evaluation summary: the device was returned for evaluation. The reported no suture being present when the needle plunger was removed was confirmed as the analysis of the returned device revealed that the anterior and posterior cuffs remained in their respective foot pockets. In addition, inspection of the returned device indicated that the rail suture along with the posterior needle tip was drawn inside the guide tube through the posterior needle slot. This is consistent with retracting the needle plunger prior to depressing it to deploy the needles, which is consistent with incorrect deployment sequence. The instructions for use state under smc device placement section that while maintaining device position, deploy needles by pushing on the needle plunger assembly, in the direction marked #2, until the collar of the needle plunger makes contact with the proximal end of the body. Visually confirm that the collar of the needle plunger is in contact with the body of the device. Disengage the needles by pulling the needle plunger assembly back,in the direction marked #3, and completely remove the needle plunger and needles from the body of the device. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.